Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pen not delivering correct dose of insulin [device failure] ([blood ketone body]), blood glucose 32mmol/l over night with ketone [blood glucose increased]. Case description: medical device information: class iib. This spontaneous case form the (B) (6) was reported by a consumer as "pen not delivering correct dose of insulin" and "hospitalised with blood glucose 32mmol/l over night with ketones" and concerns a (B) (6) male patient treated using novopen 3 (device therapy) from and to unknown dates for type I diabetes mellitus. Patient's height: not reported. Medical history includes type I diabetes mellitus diagnosed in 2002. On (B) (6) 2010, the patient had been dialing and dispensing dose but novopen 3 didn't deliver the correct dose of insulin resulting in the patient being hospitalised with ketones. On the same day, the patient was discharged. The patient stored the device with needle attached but the patient's mother advised that they did an air shot prior to each injection to ensure insulin flow. A novopen 4 was sent as a replacement. The faulty device will be returned for analysis. The mother returned novorapid penfill, novopen and novofine needle 30g for analysis. She explained that the pen had failed to deliver to units of insulin when pressed. It went down as if it had, resulting in the patient being admitted to hospital with blood glucose at 32 mmol over night with ketones. Novofine 31g needles were used. The needles were changed after each injection. The device was stored with needle attached flushed and ready to use. The mother tested the pen since sometimes it released insulin and occasionally nothing came out. The outcome was reported as unknown. Comment: company comment: this (B) (6) patient was experiencing the problem with novopen 3 that didn't deliver the correct dose of insulin, consequently resulting in increased blood glucose up to 32 mmol/l with ketones. People with type 1 diabetes who have taken insufficient insulin are particularly at risk of developing significantly high levels of blood glucose and ketones.